Event description:
Customer reported safety clamp fitment may not have closed when door latch was opened. User had not closed roller clamp, and the patient received overinfusion of levophed. Nurse had turned off the pump before opening the door and removing the set, so there was no alarm and per facility biomed, there is no event log entry reflecting the event. Patient had aortic valve replacement done the prior day; in preparation for transfer out of ICU, nurse was removing arterial line and IV lines. Blood pressure just prior to removing the arterial line was 133/65. The nurse removed the levophed (4mg in 250cc) tubing from the pump and can't remember, but thinks the safety clamp fitment did not automatically close. The patient received 116.5 ml bolus of the levophed. EKG started showing ectopic beats and tachycardia, bp by cuff was 270/112. Chest tube drainage level was at 370cc prior to the incident and immediately after the event drained approximately 2 additional liters of blood. Labetalol 5 mg given, 2 units of packed cells given, femoral arterial line inserted, echo done at bedside and patient was returned to operating room. Patient was later reported to be back from the operating room and stable in cvicu. Reporter and facility biomed tried repeatedly and were unable to replicate the safety clamp fitment not closing. No visible anomaly noted by them on the IV set. Facility has done training, reminding staff to close roller clamp prior to removing any set from the pumps.

Manufacturer narrative:
Manufacturer's report date: 07/16/2009. Pump module and IV set have been requested, but not yet received. Follow-up report will be filed, if device is received for investigation. Patient information requested and all available information is included. This report was filed by the manufacturer.